Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve leaflet thickened/hypoattenuated leaflet thickening (halt), restricted leaflet motion, stenosis, and unknown regurgitation were confirmed based on provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient with a 9600tfx 23mm valve, implanted in the aortic position for 4 years and 6 months, underwent a valve in valve procedure due to stenosis... Per the medical records, the patient presented with decompensated heart failure. Tte showed severe bioprosthetic aortic stenosis with a mean gradient of 73 mm hg. Subsequent tee revealed severe bioprosthetic aortic valve stenosis with mild insufficiency, a peak/mean gradient of 113/62 mmhg, and thickened leaflets with severely restricted leaflet excursion.'' For the complaint of valve leaflet thickened/halt, halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, patient had medical history of hyperlipidemia and diabetes. Hyperlipidemia and diabetes are known factors that may increase the risk of valve calcification leading to thickened leaflets as reported. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the complaint event. For the event of restricted leaflet motion, the patient had thickened leaflets, which could impact the proper functionality/coaptation of the leaflet, resulting in restricted leaflet motion as reported. As such, available information suggests that patient factors (thickened leaflets ) may have contributed to the reported event. For the complaint of stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. For the complaint of unknown valve regurgitation, per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, patient had thickened leaflets with motion restriction, which could lead to suboptimal leaflet coaptation resulting in regurgitation. As such, available information suggests that patient factors (thickened leaflets, leaflet motion restricted ) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 9600tfx 23mm valve, implanted in the aortic position for 4 years and 6 months, underwent a valve in valve procedure due to stenosis. A 23mm s3ur was implanted successfully. Per the medical records, the patient presented with decompensated heart failure. Tte showed severe bioprosthetic aortic stenosis with a mean gradient of 73mmhg. Subsequent tee revealed severe bioprosthetic aortic valve stenosis with mild insufficiency, a peak/mean gradient of 113/62mmhg, and thickened leaflets with severely restricted leaflet excursion. The patient underwent successful transfemoral valve-in-valve tavr with a 23 mm edwards sapien 3 valve. Post-tavr echo was satisfactory patient was deemed stable for discharge.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.